Manufacturer narrative:
Concomitant medical products: product ID: 407645, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture. The rv lead was explanted and replaced. During laser extraction the right atrial (ra) lead was damaged. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.